Event description:
A report was received that the patient underwent an explant procedure due to an infection and skin erosion at the pocket site. The patient was given oral antibiotics and the physician does not believe the infection was device or procedure related. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to an infection and skin erosion at the pocket site. The patient was given oral antibiotics and the physician does not believe the infection was device or procedure related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. Visual inspection revealed the lead extension was cleanly cut approximately 20 inches from the proximal end. The damage to the lead extension is consistent with damages done during the explant procedure and are not considered a failure. The lead is intact and no parts of it are missing. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2138-50, serial #s: (B)(4), description: scs 50cm iii lead; model: sc-3138-55, serial #s: (B)(4), description: scs phiii ext 55cm.